Manufacturer narrative:
Investigation summary: DHR review for batch 7264700: manufacturing dates: 09/22/2017 to 09/23/2017. Batch quantity was (B)(4). Marking and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7264700 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: 53 sealed 5ml packaged syringes and 10 loose 5ml assembled syringes were received at bd (B)(4) plant and confirmed to be from batch # 7264700. The samples were visually evaluated, 53 sealed 5ml packaged - the syringes were found to have missing print. The missing print observed varies in location from entire scale being missing to portions approximately 1/3 of the printed scale. 10 loose 5ml assembled - the syringes were found to have missing print. The missing print observed varies in location from entire scale being missing to portions approximately 1/3 of the printed scale. All observed missing print is rejectable per (B)(4) print standards. The following observation was noted: one syringe had an insecure stopper. Investigation conclusion: based on samples, the investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there were missing scale markings on the bd 5 ml syringe with bd precisionglide¿ needle. There was no report of injury or medical intervention.